Event description:
The customer stated they passed out. They had taken their normal medication at 5pm based on a blood glucose test, the value is unk. The customer also stated they took their normal amount of medication before going to bed around 9:30 or 10:00 pm. The customer doesn't remember the result of their blood glucose before going to bed. Pt woke up around 2am sweaty and light headed. They took a glucose reading and the result was 146mg/dl or 134mg/dl. The customer passed out seconds later. When they woke up they drank some orange juice. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.